Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition. Requested complaint information from the customer.

Event description:
Per complaint (B)(4), an implant was received attached to a crown with no complaint information.